Event description:
Pt states that display screen of the pump is flashing and also that the battery required replacing two times in one month. This required no physician or hospital intervention. Insulin injections were administered at home.